Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to call back if the issue reappears. The customer acknowledged and understood the instructions, and was able to continue using the pump.